Manufacturer narrative:
E1. Initial reporter establishment name continued: (B)(6). E1. Zip code continued: (B)(6). E1. Phone number continued: (B)(6). Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii

Event description:
Healthcare professional reported "capsular contracture baker grade iii" confirmed by mammography. This record is for the left side. Device was explanted and will not be returned.